Event description:
It was reported that the lead exhibited impedance greater than 2500 ohms. A chest x-ray revealed the lead insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation was damaged. The distal coil was fractured which resulted in an open coil.